Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake mechanism was worn. The technician replaced the brake bushings, stiffener plate and the brake and brake/steer casters to repair the bed.